Event description:
On may 06, the patient was unresponsive. The nurse got a reading of 385 mg/dl from the adc device. The paramedics were called, and they got a reading of 27 mg/dl from their meter. The patient was brought to the emergency room and was given dextrose. The treatment administered to the patient is not consistent with the adc device reading.